Manufacturer narrative:
Date of event was not provided. Report date, (B)(6) 2018, was used for date of event. While tegaderm chg IV port dressing was reported, it was unknown if the dressing applied was a 1665 or 1668 dressing. Catalog and lot numbers were not provided. Without a catalog or lot number, expiration date, manufacture date and UDI could not be determined. An MDR injury report was filed for this complaint because reinsertion of a huber needle was most likely required to resume therapy.

Event description:
An IV nurse leader reported two oncology home patients experienced huber needle dislodgements when a 3m¿ tegaderm¿ IV port dressing was placed over their accessed implanted port site. Both patients were described as being very physically active. Individual patient information was not provided.